Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion: off label use (acd<3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -7.50 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned in a small vial. Visual inspection found the lens deformed as it was pinched with the cap of the vial and clear residue on lens surface. (B)(4).